Event description:
The customer reported obtaining an erroneously high sodium (na) result for one patient sample involving the unicel dxc 600 synchron system. The customer reported that the result was not reported out of the laboratory. When the issue was noticed, the customer repeated the sample and obtained lower na results. There was no change or effect to patient treatment in connection with this event. Quality control (qc) results prior to and following the event were within the laboratory's established ranges. The customer stated that the sample was not hemolyzed and no clots or fibrin was seen in the sample. The customer stated that the sample was collected in a heparinized plasma tube.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a bubble on the face of the sodium (na) electrode and proceeded to replace the electrode. The fse indicated that replacement of the na electrode appeared to have resolved the issue. As of (B)(4) 2013, there have been no further issues reported by the customer related to this event. Failure mode of the event is attributed to the na electrode.